Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed with a check cassette alarm code. No additional info was provided. This does not indicate a reportable malfunction. During verification testing at the service center the device alarmed with a check cassette p alarm code and pressure sensor calibration drift was noted.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.